Event description:
During product analysis of an explanted generator, the device was interrogated and as received, presented settings indicative a faulted systems diagnostic test. Good faith attempts to obtain product info have been unsuccessful to date.